Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The total time of the study was three minutes as opposed to the recommended study time of 48 or 96 hours. The ph readings were found to be at normal values throughout the study. There were no high readings. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they experienced a bravo short study. Customer stated the patient did not report anything unusual during the procedure. Per tech, retrieved the study for review and confirmed it was a short study. There was no harm to the patient and no implanted devices. The study will be repeated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they experienced a (B)(4) study. Customer stated the patient did not report anything unusual during the procedure. Per technical support, retrieved the study for review and confirmed it was a short study. There was no harm to the patient and no implanted devices. The study will be repeated.